Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient is getting their ins replaced as they had their setting changed 6 months ago and have to charge 4-8 hours every day. The patient stated that it takes 4 hours of charging in the morning, and then they have to charge at night or they won't make it until the next day. The patient stated that their back will go out if they don't have stimulation on. The patient stated that the last time they didn't charge their back went out on them. The patient stated that they had forgotten to charge and their device was dead, and their back went out. The patient stated that they had forgotten to charge about a year or two ago. The patient stated that they recharging more often in (B)(6) 2017. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.